Event description:
Clinical study: it was reported that following a carotid artery stenting procedure, the pt experienced restenosis. The target lesion was located in the ostium left internal carotid artery, with 80% stenosis and was 20 mm long with a reference vessel diameter of 6mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30mm nexstent. Following post-dilatation there was 0% residual stenosis. The pt was discharged the next day. At 395 days after the index procedure, the pt was seen for a 12-month f/u visit. The pt had no tia or stroke events but reported having visual "zig zags" in both eyes lasting for five minutes. Nih stroke scale was 0. A carotid duplex indicated evidence of a patent left carotid stent with elevated velocities consistent with a 50-79% stenosis of the lica. Velocities have increased since his previous exam. Per the ultrasound the 12-month f/u noted a 79% target lesion stenosis. The core lab ultrasound reported a greater than 50-79% in-stent restenosis for the study. No action was taken at this time. It was noted that a future angiogram and possible pci were discussed.

Manufacturer narrative:
All records indicate the lot was manufactured according to documented work instructions with no discrepancies. The complaint device was not returned; therefore, product analysis was not possible. Without product analysis it was not possible to confirm the reported event or inspect the device for potential root causes. The most probable root cause is considered anticipated procedural complication.